Manufacturer narrative:
The product associated with this complaint was returned to the manufacturer for analysis. There was no visible damage that could have caused the reported issue. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that one day after the completion of a transcarotid artery revascularization (tcar) procedure, the patient was uncomfortable and a computed tomography angiography (cta) scan confirmed that a dissection occurred. The physician elected to treat the dissection with a transfemoral carotid stent and the patient is in stable condition. The patient is neurologically intact and no further issues were noted.